Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten buttons dome switches. The device had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.

Event description:
Customer reported unresponsive buttons and keypad. Customer's blood glucose was 179 mg/dl. The customer also stated that the keypad is unresponsive to all button pushing there is a no battery responsive message. The customer could not recall any significant events leading to the keypad issues. The customer also stated the insulin pump could have been exposed to sweat. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.